Manufacturer narrative:
Upon receipt at guidant the device header block was separated from the device can. Inspection of the can reveled multiple dents below the contact area of the header on the sides of the can. Morphology of the dents indicates the header block became separated from the device can as a result of the induced stress. No anomalies on the can or header contact surfaces were observed. With regard to the patient infection, there have been no additional reports of patient infections for devices in the sterile lot which included this device.

Event description:
Guidant received information that one month after receiving the implantable cardioverter defibrillator (ICD) and lead system, the patient developed an infection. During system extraction, the device header was observed to be loose on the ICD can. A new ICD was successfully implanted.